Event description:
It was reported that a clearlink bloodset leaked. According to the report, the set came apart at the blood filter and blood leaked out, causing a bag of blood to be wasted. There was no patient injury or medical intervention associated with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed. The potential root cause could not be determined. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.